Manufacturer narrative:
The cea reagent lot number was 854610. The expiration date was not provided. The qc was acceptable. The field service engineer cleaned all probes, checked adjustments, and gear pump pressure. He then performed measuring cell preparations, mechanism checks, performance testing, and precision studies, all of which were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys cea assay on a cobas 6000 e601 module. Initial result: 507.1 ng/ml (accompanied by a data flag). The physician questioned the initial result as it did not match the patient's history, prompting the repeat of the original sample twice and testing a new sample twice. On (B)(6) 2025: 1st repeat result: 1000 ng/ml. 2nd repeat result: 3163 ng/ml. A new sample was drawn and tested, resulting in: initial result: 1000 ng/ml. Repeat result: 3566 ng/ml. The repeat results were deemed to be correct and were consistent with the patient's history of >3000 ng/ml.